Event description:
Procedure type: lap chole. According to the reporter: dr. (B)(6) was doing a lap chole and the balloon ruptured when he was using the blunt tip trocar. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4).